Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device discarded by hospital.

Event description:
Two asnis 2 mm screws were used. Bone quality was hard, so it was difficult to implant. The screw was not inserted at all on the cortex, and using the tap was not successfully inserted. The broken guide pin for 2.0 mm remains at the proximal side of the auto fix. Also the tip of the driver was broken. The tip of broken driver was removed out of patient body.